Event description:
It was reported that on (B)(6). A brevera procedure was performed and the console gave the device driver loss of communication error and they could not continue the procedure and had to reschedule the patient. No additional information is available.

Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. A device history record review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. Device evaluated by MFR: a field engineer checked the device. The driver was replaced and the unit was tested for proper operation. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.